Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found the isolatran (serves as power filter to remove potential power problems such as noise) and input harness had burned up. Fse replaced the 3k va toroidal line conditioner and the cap (replaceable capacitor) found inside the isolatran along with the harness and ac output. Repair was verified per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting there was a "popping" noise, smoke and burning smell in the unicel dxc 800 pro synchron clinical system. The customer turned off the power switch. No injury was reported.